Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient presented with a posterior open bite. A rest period was recommended.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.